Manufacturer narrative:
Device analysis report attached. This report is submitted on december 27, 2021.

Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic the patient experienced pain and magnet dislodgment due to MRI (date not reported). The device was explanted on (B)(6) 2021 and was reimplanted with another cochlear device during the same surgery.